Event description:
Philips received a complaint on the v60 ventilator indicating that there was a high blower temp alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer requested from the remote service engineer (rse) that onsite service be scheduled to evaluate the device for repair. A field service engineer (fse) went to the customer site on (B)(6) 2025 and was able to duplicate the issue by running a full test and verification. Reviewing the device's log, the fse confirmed the occurrence of the high blower temp alarm. Additionally, the fse found the device to be louder than normal. To resolve the issue, the fse replaced the blower assembly. The fse completed a performance verification test (pvt) and the device passed the blower assembly tests of the pvt. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.